Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerned a 52-years old asian male patient. Medical history included cancer. Concomitant medications were not provided. The patient received insulin lispro isophane suspension 50%/ insulin lispro 50% (rdna origin) injections, (humalog mix50) from a cartridge via humapen ergo ii, at an unknown dose and unknown frequency via subcutaneous route for the treatment of type 2 diabetes mellitus beginning on an unknown date in 2015. On an unknown date, while on insulin lispro isophane suspension 50%/ insulin lispro 50% treatment, he was unable to mix them and the cartridges had white crystal deposition and he opened the package and took the doses from one of the cartridges two to three times. Due to some white crystals found inside the cartridge, his insulin level went low or low sugar level (30). The event of blood sugar decreased was considered as serious by the company due to its medical significant reason. When he noticed crystals in it, he stopped using it on (B)(6)2024. He returned the cartridges to the chemist. After two days, chemist gave him another pack of five cartridges and he opened the next package and took the doses from one of the cartridges two-three times and again noticed same issue (pc number (B)(4) batch number- d539802g and pc number (B)(4) and batch number- d358311). Information regarding corrective treatment was not provided. Outcome of event blood glucose decreased was not recovered while outcome of remaining event was unknown. Status of insulin lispro isophane suspension 50%/ insulin lispro 50% was continued. Patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii general model duration of use and suspect kwikpen duration of use were not reported. The action taken with the suspect humapen ergo ii was not reported and its return was not expected. The reporting consumer did not know relatedness of event blood glucose decreased with both insulin lispro isophane suspension 50%/ insulin lispro 50% and humapen ergo ii. The reporting consumer did not relate remaining event with insulin lispro isophane suspension 50%/ insulin lispro 50% while related with humapen ergo ii. Update 19-jul-2024: this case was determined to be non-valid as there was no adverse event. Update 22-jul-2024: initially case was non-valid and non-serious, upon additional information received from initial reporting consumer on 08-jul-2024, case was upgraded to serious case and added a serious event of blood glucose decreased. Added one new dosage regimen and one suspect device as humapen ergo ii. Updated the case with new information. Edit 02-aug-2024: upon review of the information, added pc number to the narrative. No other changes made to the case. Edit 02aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a male patient reported that his humapen ergo ii device was not working properly (specific issue unknown). He experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch 2007d02, manufactured july 2020). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The total number of complaints received for batch 2007d02 is within the established batch threshold and the batch is not atypical. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerned a 52-years old asian male patient. Medical history included cancer. Concomitant medications were not provided. The patient received insulin lispro isophane suspension 50%/ insulin lispro 50% (rdna origin) injections, (humalog mix50) from a cartridge via humapen ergo ii, at an unknown dose and unknown frequency via subcutaneous route for the treatment of type 2 diabetes mellitus beginning on an unknown date in 2015. On an unknown date, while on insulin lispro isophane suspension 50%/ insulin lispro 50% treatment, he was unable to mix them and the cartridges had white crystal deposition and he opened the package and took the doses from one of the cartridges two to three times. Due to some white crystals found inside the cartridge, his insulin level went low or low sugar level (30). The event of blood sugar decreased was considered as serious by the company due to its medical significant reason. When he noticed crystals in it, he stopped using it on (B)(6) 2024. He returned the cartridges to the chemist. After two days, chemist gave him another pack of five cartridges and he opened the next package and took the doses from one of the cartridges two-three times and again noticed same issue ((B)(4)/batch number d539802g and (B)(4)/batch number 2007d02). Information regarding corrective treatment was not provided. Outcome of event blood glucose decreased was not recovered while outcome of remaining event was unknown. Status of insulin lispro isophane suspension 50%/ insulin lispro 50% was continued. Patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii general model duration of use and suspect kwikpen duration of use were not reported. The action taken with the suspect humapen ergo ii was not reported and its return was not expected. The reporting consumer did not know relatedness of event blood glucose decreased with both insulin lispro isophane suspension 50%/ insulin lispro 50% and humapen ergo ii. The reporting consumer did not relate remaining event with insulin lispro isophane suspension 50%/ insulin lispro 50% while related with humapen ergo ii. Update 19-jul-2024: this case was determined to be non-valid as there was no adverse event. Update 22-jul-2024: initially case was non-valid and non-serious, upon additional information received from initial reporting consumer on (B)(6)2024, case was upgraded to serious case and added a serious event of blood glucose decreased. Added one new dosage regimen and one suspect device as humapen ergo ii. Updated the case with new information. Edit 02-aug-2024: upon review of the information, added pc number to the narrative. No other changes made to the case. Edit 02aug20242024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 09aug2024: additional information received on 07aug2024 from both the consumer and the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage reiterated as no, malfunction reiterated as unknown, and device return status reiterated as not returned to manufacturer. Lot # changed from d358311 to 2007d02 regarding humapen ergo ii/(B)(4). Corresponding fields and narrative updated accordingly.